Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead parameters were out of range and no issue was specified. Patient was stable. No further information is available.

Event description:
New information received notes that loss of pacing, loss of sensing, and low, out of range impedance were observed. The issue was observed after connecting the lead to the pulse generator.

Manufacturer narrative:
Analysis was normal. No anomalies were found.